Event description:
The customer performed comparison tests using her contour ts and contour meters. The contour ts read 310, 318 and 319 mg/dl, while the contour read 140, 159 and 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot during the call. No product will be returned.